Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the vessel sealer extend (vse) instrument associated with this complaint and completed investigations. The instrument was found to have small amounts of a white substance on the distal end near the grips. This substance was used during the manufacturing process and can be found on the instrument in some cases. This product was conforming and can be used safely. No problem with the device was detected.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted triple-way esophagectomy surgical procedure, when using the vessel sealer (vs), they noticed that a white part of the clamp was increasingly visible. According to the surgeon, small white debris fell into the patient and was not found. After taking out the tweezers and looking closer at the white part, the fragment that fell looked like silicone. The procedure was completed as planned.